Event description:
It was reported that during a da vinci si sacrocolpopexy with hysterectomy procedure it was noted that a megasuturecut needle driver instrument had a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering observed a broken grip cable was found at the distal idlers. The cable segment sticks out at the wrist. The idler pulley spins freely. The idler pulley axle exhibited damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.